Event description:
The echo ultrasound device shut down during a structural heart case. The error code on the unit stated, "reconnect the transducer and reselect. Diagcode: 007". The echo tech had to bring in a new unit in the room to finish the case. Manufacturer response for ultrasound system, epiq 7c (per site reporter). The philips service rep was called out to repair the unit. We are waiting on response.